Manufacturer narrative:
Additional information was requested and the following was obtained: what data matrix is presenting issues on reading (cecco box, individual envelope)? The codes ¿data matrix¿ of the envelopes. These are the codes that they read in the input and output. But, if the codes of the envelopes present error, I imagine that the box too once it should be the same. Is any information on the box or envelope illegible or conflicting? As he reported, the code (when it is read) shows different information of the product itself (conflicting information).

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. It was reported that the data matrix information code cannot be read. There was no reported patient consequence. Additional information has been requested.